Event description:
It was reported that during the implant procedure, the physician was trying to advance the stylet but it would not advance. Lead fracture is suspected. The lead was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).